Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: stockert generator: (serial and model number unk). Carto 3 system: (serial and model number unk). (B)(4). Lot number: unk.

Event description:
It was reported that a female patient underwent an ablation procedure with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. During ablation in the right ventricular outflow tract (rvot), the physician heard a steam pop. The patient was found to have a cardiac tamponade as confirmed by echo, and it was reported that the patient briefly loss consciousness. The procedure was aborted and the patient required a pericardial drain and an overnight stay in the critical care unit. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The product has not been returned. The product investigation is pending.